Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no: 381434; batch no: 9224609. Description: needle wouldn't retract when safety button is pressed.

Manufacturer narrative:
Investigation summary: no samples displaying the condition reported were available for examination, so we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 20g x 1.16in (1.1 x 30 mm) insyte autoguard experienced a needle that would not retract during use. The following information was provided by the initial reporter: material no: 381434. Batch no: 9224609. Description: needle wouldn't retract when safety button is pressed.